Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump had a blank display. Customer changed the battery and everything booted back up like normal. The device did not alert and the battery had been in for two weeks. The device went blank during prime step. Customer does not know blood glucose level. The device was not dropped, bumped, or exposed to moisture. No damage noted in the battery compartment. Customer uses (B)(4) battery for the device. Customer was advised to clean and inspect the battery compartment. Customer performed self test and device passed. Customer was advised that a battery cap will be sent. No further information reported.